Event description:
Affiliate reported the surgeon was unsuccessful in setting and maintaining the desired pressure. After multiple attempts, the surgeon revised the shunt.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. No programming failure was noted. The device was tested for programming before being sent to the investigation site. The valve passed this test successfully. Therefore, the product was sent to codman for evaluation. The valve was on position 150 mm h2o when received. The valve was tested for programming and the valve succeeded to reprogram. The review of the lot travel record confirmed that the valve conformed to the required specifications when released to our inventory. No observation were made that would explain the problem encountered by the customer. No problems were noted during the examination of the device. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.